Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly. The pusher assembly was kinked approximately 5.0, 44.0, and 46.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and damaged throughout its length. Conclusions: evaluation of the first pod4 coil revealed that the pet lock was intact, and the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The proximal constraint sphere outer diameter (od) and the distal detachment (ddt) inner diameter (ID) were measured and found to be within specification. The unintentional detachment of the embolization coil likely occurred due improper handling during use. If the pod4 coil is forcefully retracted against resistance, the polymer section of the pusher assembly may elongate pass the reach of the distal tip of the pull wire and result in the embolization coil unintentionally detaching. Further evaluation revealed that the pusher assembly and embolization coil were damaged in multiple locations. This damage likely occurred due to forceful manipulation of the pod4 coil against resistance. Since the microcatheter was returned cut and the embolization coil was detached, the root cause of the resistance experienced by the physician could not be determined. Evaluation of the second pod4 coil revealed that the embolization coil was kinked throughout its length and nonfunctional. The embolization coil was retracted into the introducer sheath by a penumbra investigator for functional testing, but could not be re-advanced out of the introducer sheath. The damage to the embolization coil likely occurred due to forceful manipulation of the pod4 coil during use, and likely contributed to the inability to advance the pod4 through the microcatheter. Evaluation of the third pod4 coil revealed that the pusher assembly and embolization coil were kinked. This damage likely occurred due to forceful manipulation of the pod4 during use, and likely contributed to the inability to advance the pod4 through the microcatheter. The outer diameters (ods) of each of the pod4s was were measured and found to be within specification pod4 coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00528; 3005168196-2016-00529.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4 coils. During the procedure, while advancing a pod4 coil through the hub of another manufacturer's microcatheter, the physician met resistance and therefore, started to retract the coil. However, while the pod4 coil was being retracted, it unintentionally detached within the proximal portion of the microcatheter. The physician then cut the microcatheter and removed the pod4 coil from it. Next, a second pod4 coil was advanced through a new microcatheter but would not exit out of the distal tip of the microcatheter. Therefore, the physician removed this pod4 coil and then proceeded to advance a third pod4 coil through the same microcatheter. While advancing the third pod4 coil through the microcatheter, the physician encountered resistance and decided to withdraw the coil. The procedure was successfully completed using new ruby coils, one pod packing coil and the same microcatheter. There was no report of an adverse effect to the patient.